Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-4068-90 was received for evaluation. Visual evaluation noted the thin cannulated portion at the distal end of the device was bent. Without information on the surgical procedure and the condition of the patient's anatomy and tissue, the most likely cause of the failure is use error due to excessive force on the device. A potential cause could be attributed to excessive forces applied on the device via leveraging/prying.

Event description:
It was reported that during a shoulder arthroscopy the device became bent. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.